Event description:
In 2005 the reporter contacted lifescan on behalf of the pt alleging that her one touch ultra meter was prompting the "apply sample" message. The pt visited her physician in order to get help at resolving the issue. She was not experiencing any symptoms at the time of concern. The physician was unable to resolve the issue and no treatment was administered. The physician attempted to perform a test, using test strips from two different vials, and the meter would only prompt the "apply sample" message. The reporter did not specify if the physician tested the pt's blood glucose level. Based on the order of events, the product(s) did not cause or contribute to injury or medical treatment. The customer service agent verifed that a sufficient sample size was applied to the test strips and the correct technique was being used. The csa walked the reporter through retests, using test strips from different vials, and the meter would only prompt the "apply sample" message. As a result of the unresolved meter prompt, this complaint is being reported as a meter malfunction. The meter, test strips, and control solution were replaced.

Event description:
In august 2005, the reporter contacted lifescan on behalf of the patient alleging that her one touch ultra meter was prompting the "apply sample" message. The patient visisted her physician in order to get help at resolving the issuel. She was not experiencing any symptoms at the time of concern. The physician was unable to resolve the issue and no treatment was administered. The physician attempted to perform a test, using test strips from two different vials, and the meter would only prompt the "apply sample" message. The reporter did not specify if the physician tested the patient's blood glucose level.based on the order of events, the product(s) did not cause or contribute to injury or medical treatment. The customer service agent verified that a sufficient sample size was applied to the test strips and the correct technique was being used. The csa walked the reporter through retests, using test strips from different vials, and the meter would only prompt the "apply sample" message. As a result of the unresolved meter prompt, this complaint is being reported as a meter malfunction. The meter, test strips, and control solution were replaced.